Event description:
It was reported that the pump was found infusing at 20ml/hr for approx. 4 to 6 hours to a neonate pt when the rate should have been 4 ml/hr. The primary nurse caring for the patient reported setting the rate at 4 ml/hr. The pt's blood glucose level was above 1400. The pump was removed from patient use. Additional insulin therapy was given and the patient returned to pre-incident status.